Manufacturer narrative:
(B)(4). Product evaluation pending.

Event description:
During deployment, the device gave the "replace pads" announcement three times and delivered a shock after the third announcement. Pt outcome is unk.